Event description:
Information received indicates the head section could not be raised.

Manufacturer narrative:
The facility found no hydraulic fluid in the manifold. A new manifold has been ordered to repair the bed.